Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was noted to be unresponsive. The customer connected the pump to a power source and the pump turned on but quickly shut off. During troubleshooting with tandem technical support, the customer connected the pump to a power source and the pump turned on. The customer's blood glucose level was 114 mg/dl. Reportedly, the customer reloaded the existing cartridge onto the pump and resumed insulin delivery.